Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:patient product x-ray images have been provided for review. No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records reviewed. On (B)(6) 2016, patient's left knee was revised to address aseptic loosening of both the femoral and tibial tray implants, with osteolysis around both components. Revising surgeon identified synovial evidence of polyethylene wear. The tibial insert demonstrated pitting and wear on the backside and the posteromedial articulating surface, with specific "fraying of the polyethylene". There was very little poly wear of the patella, and it was retained. The implant loosening interfaces were not specified in the report, but based upon the extraction procedure described, and evidence of significant osteolysis of both boney femur and tibial interfaces, it appears to be cement to bone loosening. Depuy revision sleeve and stemmed femur and tibial constructs implanted, with competitor bone cement. The manufacturer of the explanted implants (and patella) was not identified within the medical records. On (B)(6) 2018, patient's left knee was revised again, due to sudden onset of pain and swelling, secondary to implant loosening of the femur component, associated with an implant fracture of the femoral offset adaptor bolt. There was evidence intraoperatively of metallosis and a flexed, toggling femur component. The femoral sleeve and stem were identified as well-fixed implants. All femur components were explanted. Tibial construct and patella were not revised. An entirely cemented, revision stemmed femur construct with augments, was re-implanted.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: added: a2 (date of birth, age), a3, b5, d11, h6 (no code available (3191) is used to capture the device revision or replacement). Changed: b3, d1, d2, d4, d7. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sigma litigation record received. Litigation record alleges pain, loss of mobility, inflammation and soreness around the implant and severe discomfort. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.